Manufacturer narrative:
Insulin pump was received with a insulin pump error alarm during priming. Failure has been isolated to electrical board . Insulin pump passed the rewind test. Unable to perform the displacement test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to insulin pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor power supply voltage error detected. The customer¿s blood glucose level was unknown. The device will not be returned for the analysis.